Manufacturer narrative:
Device evaluation: the pump has been returned and evaluated by product analysis on 09/30/2015 with the following findings: investigation revealed that the battery compartment was cracked. Unrelated to the battery compartment issue, investigation revealed that the audio bolus button cover was missing. (B)(6).

Event description:
The pump was returned for investigation. Investigation revealed that the battery compartment was damaged. This report is made based on results of investigation completed on (B)(6) 2015.